Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A reservoir volume higher than expected was observed in the pump. The pump was explanted and returned for evaluation. No patient effects were reported.

Manufacturer narrative:
Updated device evaluation: the pump was sent for additional analysis. The pump evaluation included external and internal visual inspection, priming the catheter access port, programming a bolus flow rate, and performing flow rate tests. The evaluation determined that the issue was caused by a damaged accumulator. Based on the results of the investigation, the reported issue was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests .the evaluation determined that the issue was caused by a partial blockage of the flow path. Based on the results of the investigation, the reported issue was confirmed. Internal complaint number: complaint-(B)(4).